Event description:
It was reported that during a primary total hip surgery the surgeon was putting on a head and sleeve and found lapse sponge in between took off and put a metal head on instead.

Event description:
It was reported that during a primary total hip surgery the surgeon was putting on a head and sleeve and found lapse sponge in between took off and put a metal head on instead.

Manufacturer narrative:
Based on the clarification received that this pi was entered to clarify why additional implants were used during a primary surgery case, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.